Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) for failure analysis investigation. The unit was analyzed, and the reported problem could not be reproduced or confirmed. No related errors were found in the system logs. The unit was installed onto the golden system and powered on in normal mode, with the hrsv displaying a clear image. The system successfully completed 10 power cycles without any errors or issues related to the complaint. Visual inspection revealed no anomalies that could be associated with the reported complaint. The hrsv functioned as expected, and the unit was found to be fully operational.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, user informed the technical support engineer (tse) that the image in the console's left eye appeared black. The tse reviewed the system error logs, but found no related errors. The recommendation was made to power cycle the system, but it was noted that consultation with the surgeon would be necessary before proceeding with that step. Further troubleshooting was not conducted at the time, and the procedure continued using the right eye vision. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high-resolution stereo viewer (hrsv). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.